Event description:
It was reported that during an arthroscopy procedure, the camera control unit overheated, causing the system to crash. The procedure was successfully completed with no surgical delay using the reported device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device did not find issues related to the reported overheating. A functional evaluation was performed on the returned device and found the device was operated for 4 hours and no overheating was observed. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include issues during setup of the device. No containment or corrective actions are recommended at this time.